Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The side rail latch was dissembled, cleaned and lubricated by the account to resolve the issue.